Event description:
Two cna transfer using lift. During transfer, pt twitched and leaned forward in lift. Pt slipped through the hole in the sling. Pt fell to ground and hit head. No serious injury noted from fall.